Manufacturer narrative:
Dentist used wrong screw (camlog instead of conelog). This caused dental crown to fracture. Also screw fractured and could not be retrieved from implant. Implant needed to be removed. Claim was re-evaluated by manufacturer july 2023 and determined to be reportable even if the product in question has no problem. User error.

Event description:
Dentist used wrong screw (camlog instead of conelog). This caused dental crown to fracture. Also screw fractured and could not be retrieved from implant. Implant needed to be removed.